Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc. (Isi) has not received the product for failure analysis investigations. A review of the provided image was performed by an isi clinical development engineer. The following additional information was provided: per universal seal user manual addendum: ensure adequate room or spacing between the instrument arms to avoid external collisions during a surgical procedure. Rotate the cannula seal to avoid interference with adjacent instrument arms, cannula bowls, or the patient's body wall. Adjust or reposition the instrument arms using a port clutch button to avoid collisions of cannula bowls during a surgical procedure. We recommend the or staff use outside arms for insufflation and to angle the tubing away, as this will prevent interactions with adjacent arms or the patient body wall.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal insufflation connector breaks off during use and cause loss of insufflation mid procedure. The customer reports this event has occurred multiple times within the last six months (see pr (B)(4)). It was described that the airseal purple tubing would be in use, and there was not an assist airseal port in use. Insufflation tubing would be connected to the universal seal luer lock on top of a da vinci 8mm trocar, and at some point during the procedure the luer lock connection would come loose, or break off causing the loss of pressure. The assistant at bedside would have to quickly switch the tubing to a different universal seal often the camera port to resume insufflation. When this event has occurred in past procedures there has not been an injury to the patient, although it was mentioned that this could potentially cause harm if it's not noticed or known how to quickly switch tubing to another port. It was mentioned the site has become accustomed to having this issue occur during procedures, but notes that this issue never happened with the "old" seal cap for the da vinci system it's only started happening since the site has received the new universal seals.